Event description:
It was reported a peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient was reportedly completing manual pd therapy during recovery. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2021 with complaints of abdominal pain and cloudy pd effluent. A pd effluent culture was obtained, and the patient was initiated on antibiotics with intraperitoneal (ip) ceftazidime 2g daily for 21 days. The patient was diagnosed with peritonitis. The culture resulted positive for escherichia coli. The cause of the peritonitis has not been determined. The pdrn has provided the patient with a questionnaire to determine the source of the peritonitis. The patient did not report any cassette leak or other issue with the liberty select cycler or cycler set. The patient has not required any hospitalization for the peritonitis event. The pdrn stated the patient is completing treatments utilizing the liberty select cycler and not manual treatments as initially reported.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release.as a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler with cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although the cause of the peritonitis has not been determined, e coli is part of a group of organisms that are part of the normal flora of the gastrointestinal (gi) tract, upper aerodigestive tract and genitourinary (gu) tract, as well as being widespread in the environment. Peritonitis from this organism most likely results from touch contamination or translocation of the organism from an intra-abdominal source. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported a peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient was reportedly completing manual pd therapy during recovery. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2021 with complaints of abdominal pain and cloudy pd effluent. A pd effluent culture was obtained, and the patient was initiated on antibiotics with intraperitoneal (ip) ceftazidime 2g daily for 21 days. The patient was diagnosed with peritonitis. The culture resulted positive for escherichia coli. The cause of the peritonitis has not been determined. The pdrn has provided the patient with a questionnaire to determine the source of the peritonitis. The patient did not report any cassette leak or other issue with the liberty select cycler or cycler set. The patient has not required any hospitalization for the peritonitis event. The pdrn stated the patient is completing treatments utilizing the liberty select cycler and not manual treatments as initially reported.